Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan timeout" sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced loss of speech, shivering, convulsions, loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned . An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section (h10 - additional mfg narrative ) was incorrectly documented in the previous report. Correction has been done.

Event description:
A customer reported a "scan timeout" sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced loss of speech, shivering, convulsions, loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.